Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change, and it came out of the puncture site. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. A non-cordis 7f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. The device was not attempted to be deployed outside the patient¿s body. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change, and it came out of the puncture site. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd was used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. A non-cordis 7f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. The device was not attempted to be deployed outside the patient¿s body. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the non-depressed position and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. A kinked/bent section was noted on the delivery shaft, located approximately 14.5 cm from the distal tip. The original product pouch was not returned for evaluation. No additional anomalies were observed during the visual analysis. A dimensional analysis was conducted near the kinked/bent section of the shaft to verify the outer diameter. The measurement obtained was within the specified range. Measurements were taken using a calibrated micrometer. A functional deployment simulation was attempted by locking the guard and attempting indicator wire deployment. The guard successfully locked with an audible click; however, the indicator wire could not be deployed. This outcome was likely due to the kinked/bent section of the delivery shaft impeding the wire's movement. As a result, plug deployment could not be simulated. A high-magnification microscopic evaluation was performed on the delivery shaft and internal mechanism. The analysis confirmed the presence of the kinked/bent condition on the delivery shaft and verified the visibility and assembly of the indicator wire. The reported event of ¿indicator window-no change to indicator¿ could not be observed through analysis of the returned device as functional analysis to change the window could not be performed. However, an additional condition of the device was noted during functional analysis of ¿indicator wire-deployment difficulty-unable¿ since it could not deploy, most likely due to the kink of the delivery shaft. Additionally, based on the event date provided, an additional event of ¿packaging/pouch/box-expiration date exceeded¿ was noted since the device was reportedly used after the expiration date, although the packaging was not received to confirm adequate labelling. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event, especially since the condition of the returned device does not match the device description. It was reported that the indicator wire cowling was locked against the handle with an audible click; however, the device was received with the cowling not locked and the indicator wire not deployed, indicating that the cowling was not depressed into the handle during use with the device. It should be noted that the depression and locking of the indicator wire cowling is necessary in order to deploy the indicator wire, which is required in order to change the indicator window during retraction in the patient. As there were no issues noted during depression/locking of the cowling during functional analysis, it is unknown what issue the customer may have been experiencing. Regarding the condition of the delivery shaft, handling factors likely contributed to the kinked/bent condition and the subsequent failure to deploy the indicator wire during functional analysis. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. Regarding using the device past the expiration date, it is not possible to determine what factors may have contributed to the use of the device after it¿s expiration date. However, since the customer did not report an issue with reading the expiration date of the device, it was likely user-related. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ additionally, users are trained not to use a device for patient use after the use-by date provided on the label. Neither the product analysis, nor the information available for review suggests that the reported failure and issues noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.